Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of unexpected myopia and astigmatism, the iol was explanted in a secondary surgical procedure and replaced with a drt300 18.5 iol. There was no medical intervention during the explant procedure. Patient prognosis post lens exchange was reported as fine. The suspect iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between on (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.